Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/state, province, or territory: (B)(6). Autonomous region- added due to character limitation in respective field.

Event description:
It was reported that incompatible scope error e315 appeared on the colonovidoescope. The issue occurred during preparation for use for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been around 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the investigation results, it is considered that water and moisture entered the inside of the scope, and the moisture damaged the internal board of the connector, which led to the occurrence of the event. The root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.